Event description:
It was reported that the valve leaked.

Manufacturer narrative:
The valve was patient and passed siphon and reflux testing. It met all specifications for pressure-flow and preimplantation testing. The valve did not pass leakage testing due to a tear on top of the delta chamber. It is unknown how or when this damage may have occurred. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.